Manufacturer narrative:
Date sent to the FDA: 12/01/2020. H6: appropriate term/code not available (g07002) utilized to capture no device returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent gynecological procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent repair of mesh on (B)(6) 2016 due to recurrent prolapse and incontinence. No additional information was added.